Event description:
Consumer was removing a tampon and the tampon came apart during removal. Consumer believes she was able to remove all the pieces.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.